Manufacturer narrative:
H10, h3, h6: the unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for this s/n: (B)(6) found no deviations or non-conformities during the manufacturing process. Complaint review for the p/n concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller s/n:(B)(6) shows a removed warranty seal. The unit was possibly previously opened; the manufacturing date of the controller is rev.q 2014. No visible manufacturing abnormalities were found. The unit was powered-up and show the default settings; a load box (p/n19510) was plugged and the 18-pin test performed as intended; during the further functional tests and switching to the 27-pin no output was be measured. The cover was opened and a not fully plugged connector of the wand cable was found which probably caused the reported event; afterwards the connector was fully plugged and the 27-pin port worked as specified. The complaint was verified and the root cause was determined to be a component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the controller did not recognize wand. Back up wands were connected but the failure could not be resolved. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The unit used in treatment, was returned for evaluation.there was a relationship found between the returned device and the reported incident.a review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.visual inspection of the rf12000, q2 controller s/n:qr0q0001kn shows a removed warranty seal. The unit was possibly previously opened; the manufacturing date of the controller is rev.q 2014. No visible manufacturing abnormalities were found;the unit was powered-up and show the default settings; a load box (p/n19510) was plugged and the 18-pin test performed as intended; during the further functional tests and switching to the 27-pin no ouput was be measured;the cover was opened and a not fully plugged connector of the wand cable was found which probably caused the reported event; afterwards the connector was fully plugged and the 27-pin port worked as specified.the complaint was verified and the root cause was determined to a component failure; there are no indications to suggest the device did not meet product specifications upon release into distribution;